Event description:
A distributing customer reported a complaint that was filed by a user facility. The user facility stated that a disposable ambulatory infusion system over delivered drug during pain therapy. The delivery rate is controlled by a flow-restructed 2-day admin set. The system delivered all of drug in 24 hrs. The infusion system was from one of two possible numbers. There is no report of pt injury.